Event description:
A healthcare facility (B)(6) reported that the gas outlet port of a rd900aeu neopuff infant resuscitator is broken. There are no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: lot number details were not provided by the customer. Section d4: UDI details are not provided by the customer. Method: the subject device, rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service centre, where it was inspected by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, the information and photography provided by the healthcare facility, and our knowledge of the product. Results: based on the investigation, the gas outlet port showed signs of physical damage most likely related to impact damage. Conclusion: we are unable to confirm the cause of the reported event. However, based on the investigation, it is likely due to physical impact. The neopuff is a portable, reusable device that can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Manufacturer narrative:
(B)(4). Section d4: lot number details were not provided by the customer. Section d4: UDI details are not provided by the customer. Section h4: device manufacturer date details were not received from the customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(4) reported that the rd900aeu neopuff infant resuscitator's port is broken. There are no reported patient consequence.